Manufacturer narrative:
Eval: method: product not returned. Results: clip is used to secure elastic bandage. Clip hook is not intended to come in direct contact with skin. Conclusion: clip is used to secure elastic bandage. Clip hook is not intended to come in direct contact with skin. 3m company acquired the futuro trade name and product line in q4 of 2008. Product artwork was not updated to list 3m as the MFR as the product was discontinued.

Event description:
A consumer developed back problems and swollen ankles. An elastic bandage was wrapped on his lower left leg. In the process of wrapping the leg, it was punctured in two places from the clips used to secure the bandage. An infection developed at the site of the infection. The consumer was hospitalized to treat the infection.